Event description:
The risk manager from the hosp, reported that the product broke during use. The product was new and it was used in normal conditions. The broken tip stayed in the patient. No delay and no other consequence reported.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.